Event description:
Subsequent to the initial medwatch report, additional information received: this event occurred with a separate patient. Reportedly, a cuff miss occurred. The method of hemostasis was not specified. Although initial report indicated 3 devices were used on a single patient, additional information revealed there were two patients, one using two proglide devices to achieve hemostasis and the other patient using one proglide device. All three devices were reported as cuff misses.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, there was resistance felt during insertion of the device and a cuff miss occurred. A cuff miss occurred with a second and third proglide device. Hemostasis was achieved with a fourth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Proglide device used on a separate patient on (B)(6) 2014. Correction - information no longer available at the facility. Correction - date of occurrence corrected to (B)(6) 2014. Patient #2 - separate patient information: patient age, gender, weight and other relevant patient medical history were not provided as the information could no longer be retrieved. Initial medwatch report filed under 2024168-2015-00764.

Manufacturer narrative:
(B)(4). Correction - device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three unused, sterile proglide devices with the same lot number 30915k1 as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.